Event description:
No additional information.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of component damage - no leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that unspecified bd infusion set was leaking the following information was received by the initial reporter with the following verbatim it was reported: ¿patient's kadcyla infusion had completed and was ready for a flush. As the rn was attaching the saline flush syringe to the blue clave, the plastic around the clave broke, making it impossible to flush the rest of the infusion. The white plastic part broke away from the blue part on the clave. Patient's port was flushed at the extension and patient left without incident.¿